Event description:
The customer reports that, during insertion, the user inserted the needle, then the swg. As the swg stayed blocked in the needle, the user tried to removed the swg but without success, the swg stayed blocked in the needle. No injury or harm reported for the pt.

Manufacturer narrative:
(B)(4). Additional info: the event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. Device evaluation: the reported complaint was confirmed through visual examination of the returned sample. Resistance was met when attempting to remove the guide wire from the proximal end of the needle. The guide wire was kinked near the j-bend which was protruding from the needle bevel and the guide wire within the cannula was coated with dried biological material. The guide wire met the outside diameter specifications and the needle cannula met the internal diameter specifications. The device history record review did not reveal any manufacturing related issues. Therefore, operational context caused or contributed to this event.